Event description:
It was reported during a transcarotid artery revascularization (tcar) procedure, a dissection occurred during access with the interventional wire (enroute 0.014'' guidewire). An additional unplanned stent was placed to cover the dissection. The procedure was completed successfully.